Event description:
Boston scientific received information that during a routine device check, noise on the pace/sense channel was observed with occasional undersensing and loss of capture. Right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms. The patient implanted with this device system was not pacer dependent, therefore, no pacing inhibition or inappropriate therapy was delivered as a result. R-wave measurements had decreased to 4 mv. Pocket manipulation recreated noise, as well as when no manipulation was performed. The device was reprogrammed to 5.5v. The health care provider (hcp) was reviewing the data on the programmer recorder monitor (prm) however the report displayed a blank trend area. The histograms and counters were accurate and printed appropriately. Technical services was consulted and recommended a memory save to disk to be performed. A revision procedure was performed and upon visual inspection, the distal setscrew was down on the connector pin. The connector pin was seen just past the setscrew, however, it was observed that the pin could have been inserted another 0.5mm. The setscrew was untightened, the lead was pulled out of the head and was tested with the pacing system analyzer (psa). The lead was reinserted and the lead measurements were within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.